Event description:
It was reported that the patient underwent a sling procedure due to unknown reason. A new artificial urinary sphincter (aus) was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The patient underwent the procedure because he wanted to be more incontinent as it was getting worse. There were no issues with the sling. The patient is more incontinent now.